Event description:
The customer reported that the device illuminated the service wrench and logged a critical event code in the memory. The device would not be able to deliver defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the device was reported to be out of service. Physio-control provided the customer technical assistance and advised the customer to trade the device in since it is out of warranty. The device was not returned to physio-control for analysis. Therefore, a conclusive cause of the reported problem could not be determined.